Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed and the sensor error alarm could not be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. Refer to medwatch # 2032227-2015-10760.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to disconnect from the insulin pump and was advised that false motor error alarms can be reduced by allowing bolus deliveries to complete before accessing the sensor glucose graph. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.